Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the ra lead was dislodged. Lead was explanted and a new lead has been implanted. Patient was stable.